Event description:
A contact of a peritoneal dialysis (pd) patient reported to fresenius technical support they received the m31 air detected in cassette warning during drain 1 of their pd treatment. A fluid leak was subsequently discovered during treatment complete - step 9. Fluid was discovered in the pump module area and on the external portion of the cassette. Fluid reportedly leaked from the inside the cassette door. It is unknown at what point in treatment the fluid leak began. The cause of the leak is unknown. Upon followup patient contact confirmed the reported event of fluid discovered in the pump module area and on the external portion of the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed treatment manually on the day of the reported event. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The patient has continued using the cycler for their pd treatment without issue since.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A contact of a peritoneal dialysis (pd) patient reported to fresenius technical support they received the m31 air detected in cassette warning during drain 1 of their pd treatment. A fluid leak was subsequently discovered during treatment complete - step 9. Fluid was discovered in the pump module area and on the external portion of the cassette. Fluid reportedly leaked from the inside the cassette door. It is unknown at what point in treatment the fluid leak began. The cause of the leak is unknown. Upon followup patient contact confirmed the reported event of fluid discovered in the pump module area and on the external portion of the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed treatment manually on the day of the reported event. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The patient has continued using the cycler for their pd treatment without issue since.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.